Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that one month after the dental implant was placed, in ada site #5 of the patient's mouth, non- osseointegration was observed. The patient presented with bone type iii and is a smoker. An immediate loading procedure was not used. The device will be forwarded to the manufacturer for investigation.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that one month after the dental implant was placed, in ada site #5 of the patient's mouth, non- osseointegration was observed. The patient presented with bone type iii. An immediate loading procedure was not used.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the device received was not manufactured by neodent.

Event description:
(B)(4). The clinician reported that one month after the dental implant was placed, in ada site #5 of the patient's mouth, non- osseointegration was observed. The patient presented with bone type iii . An immediate loading procedure was not used.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #5 of the patient's mouuth, non-osseointegration was observed. The patient presented with bone type iii and is a smoker. An immediate loading procedure was not used. The device will be forwarded to the manufacturer for investigation.